Event description:
An endeavor resolute rx drug-eluting coronary stent system, length 30mm, diameter 3mm, was intended to treat a lesion in a patient. It was reported that the stent got damaged during the operation. No patient injury occurred and no clinical sequelae have been reported. No further information has been provided. Evaluation summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon, between the inner shaft markers and balloon pillows as per specifications. The tenth and eleventh distal stent segments were raised and deformed. The catheter tip was flared.

Manufacturer narrative:
(B)(4): evaluation results (failure to deliver stent, stent deformation).